Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: red heart alarms. Specific component(s) involved: external controller malfunction. Additional text: red heart alarms. Causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Intervention(s): replacement of external controller. Implant device type: lvad.